Event description:
Boston scientific received information that this right atrial (ra) lead was displayed no capture at increased outputs. The lead was found to have microdislodged. A revision procedure was performed and the lead was ultimately explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found a cut in the insulation at 205mm from the terminal pin, as a result of the removal of the suture sleeve tie down. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
The lead was returned to allow for reliability analysis.